Event description:
It has been reported to philips that system could not boot up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not booting up. Review of the system log files shows that the system cannot communicate with host pc. Fse did trouble shooting actions by removing the host pc from m cabinet and checked the battery coin in the host pc motherboard. Fse replaced the battery coin which caused the issue. After cold restart, the system was working fine. The codes were updated based on the investigation outcome.